Event description:
It was reported that the air detector failed. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H4 - device mfg date: correction. D9: date returned to mfg.: 7/14/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the air detector failed¿ was confirmed during the air detector testing, and delivery accuracy. The probable cause was air detector failure - air in line detecting due to component failure. Further investigation found the universal serial bus (usb) connector contamination, air detector physical damage, battery door cracking, battery compartment cracking, downstream occlusion (dso) separating, housing contamination/rear housing damage. Replaced damaged components and performed preventative maintenance repairs. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.